Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.1 centimeters in size and located in the right lower lobe on the pleura. Upon waking up from the procedure, the patient complained of shortness of breath and mild pleuritic pain. A chest x-ray was performed and detected the pneumothorax; a small-bore catheter (sbc) was placed to resolve the pneumothorax. The sbc was removed the next day, and the patient was sent home. The physician reported that the pneumothorax would have likely occurred via another modality due to the target nodule's proximity to the pleura. There was no device malfunction associated with the event.